Event description:
It was reported that the pump requested a minimum of 50 units after the cartridge had been loaded with insulin. The customer's blood glucose level was 600 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.